Manufacturer narrative:
Unit powered up properly after battery installation and all the operating currents were within specifications. Unit was monitored and no frozen screen or running hot anomalies were noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on display window. And cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump has been alarming button error for the past three days. Customer's blood glucose was 150 mg/dl. Customer stated the device has been freezing and running hot. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.